Event description:
During a lap viscerolysis procedure, the surgeon noticed that near the blades the black sheath for covering the stem appeared to be lift and sem exfoliated. Another device was used to complete the case. There were no adverse consequences to the patient.